Event description:
Unit was shooting straight shots and punctured doctor's hand. Per the doctor--instrument was working fine and he had placed about 20 constructs around 3/4 of the mesh perimeter. His assistant was firing the instrument while he held the abdominal wall and the instrument shot a straight shot through the patient's skin and into his thumb. The doctor then shot at least 10 more constructs off-line, but all were straight. He also took the cartridge out and put it back in, but the instrument continued to shoot straight.

Manufacturer narrative:
The subject product was unconfirmed for straight shots. However, the device did produce malformed constructs. This was due to a combination of normal wear on a reuseable device and exposure to harsh detergents.